Event description:
It was reported that a loss of capture was observed on the right ventricular (rv) lead. The patient was also hospitalized. During the revision procedure, the rv lead was unable to be removed from the device header. As a result, the rv lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported events of failure to capture and failure to remove the lead from the header were not confirmed. As received, a complete lead was returned in one piece for analysis. Electrical testing did not reveal any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not reveal any anomalies. Dimensional analysis was performed and found the measurements of the connector pin, connector ring, sealing ring region, and the connector boot were within specification. The lead could be inserted into the device and removed with no restrictions noted.